Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 3 seconds. The procedure was completed with a different device. The patient was in good condition post procedure.